Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for fracture of proximal end of humerus. On (B)(6) 2022, the removal surgery was performed for an unknown reason. During the removal surgery, the surgeon had a little difficulty in connecting the extraction screw to the nail but removed the nail normally in the end. The removal surgery was completed successfully with no surgical delay. After the removal surgery, it was noticed that a needle-like white shadow was reflected in the x-ray. When the removed implants were checked, breakage was confirmed at the threaded part of the nail that connects an end cap. The plan of reoperation has not been decided yet. No further information is available. This report captures the post-op event in which the patient underwent a removal procedure due to unknown reasons. The related complaint (B)(4) captures the intra-op event of breakage of the threaded part of the nail. This report is for one (1) 9.5mm ti multiloc prox humeral nail/lt/cann/160mm-ster. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g1. H4 device history. Product code: 04.016.039s. Lot number: 93p0626. Manufacturing site: mezzovico . Release to warehouse date: 30 apr 2021. Expiration date: 01 apr 2026. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.